Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Caller was guided through a pump reset by cts, which resolved the issue, and the sensor session was successfully started.